Event description:
Per independent repair center statement, the unit was alarming, red light. The key failure is leaky sieve beds. Other defective items are sieve bed (dirty), 4 way valve operator stuck. Oring and hose are leaky, pm kit dirty.